Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Platinum diversity clinical study it was reported that in-stent restenosis (isr) occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. Subsequently, the index procedure was performed. The 100% in stent restenosis of a previously implanted promus premier drug-eluting stent , implanted in (B)(6) 2014, was located in the bifurcated proximal right coronary artery (rca). The lesion was 28mm long with a reference vessel diameter of 3.0mm. Thrombus was present pre-procedure. The target lesion was treated with pre-dilatation and placement of a 3.00x32mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 0% residual stenosis and thrombus was no longer present post-procedure. The patient had a non-target lesion located in the acute marginal and was treated during the index procedure. One day post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient experienced 100% isr, which required intervention of a coronary angiography without revascularization, left heart catheterization (lhc) and ventriculogram. The patient's medication regimen was adjusted and the isr of target vessel was considered resolved on the same day. However, on the following day, ticagrelor was discontinued due to dyspnea with exertion. The discontinuation of ticagrelor relieved the dyspnea.